Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the implant was moving around but still had pain that was very uncomfortable, especially where the device was. They could not lie down on their back. The patient indicated that the headache and nausea they got everyday and for the pain, they had to lose their pants to relieve pain.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient stated she had problems before meaning when she would sit or move the device was hurting her. Patient stated she had to do another surgery because implant was moving. Patient stated the healthcare provider (hcp) put a pocket at the site so the battery wouldn't move. Patient stated didn't put new one in and the date for this was march 2018. Patient stated she has the pain when implant is on/off and it was hard to sit lay down because of this pain since implant. Last week the patient started feeling sick in stomach and had some nausea and headaches. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.